Manufacturer narrative:
The referenced history of gastrointestinal bleeding events were reported on medwatch MFR report #2916596-2017-03143 and medwatch MFR report #2916596-2017-02945. Unique identifier (UDI) # (device identifier): the heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018 for suspected gastrointestinal bleeding. At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. Additional information has been requested, but not yet provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented with black tarry stools. An endoscopy was reportedly performed however a source of bleeding was not identified. The patient's anticoagulation medications were discontinued during his hospitalization.